Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.  Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with fmc cassette and peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship. Additionally, there was no allegation of a device malfunction or cassette leak reported for this event. All pd patients are at risk for peritonitis due to a suppressed immune system and opportunity for bacterial contamination due to technique failure during pd set-up and disconnect which is the leading cause of peritonitis. Based on the available information, the liberty select cycler and fmc cassette can be excluded as the cause of the peritonitis event.

Event description:
A voluntary medwatch (mw5087886) was received which indicated a patient had been hospitalized and diagnosed with peritonitis. No further information was provided for this unidentified patient on peritoneal dialysis (pd) for renal replacement therapy (rrt). There was no clinic contact information or patient information documented; therefore, no follow-up could be conducted.